Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. The field service engineer (fse) guided the customer to remove the medication manually. Once the cubie was accessed, and the item was taken out. The fse confirmed that there was no malfunction with the station itself, only a non-functional cubie device. The cubie exchange form was explained and provided to the customer via email. The customer was re-educated on how to independently manage similar issues in the future. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.